Event description:
Baxter national complaint coordinator reports that benmary technique was used to melt the frozen bag before patient usage. The bag was reported to rupture prior to patient to patient infusion. It was reported that another unaffected bag was available for infusion and the patient successfully engraphted.